Event description:
It was reported that the patient presented to the hospital for a device upgrade procedure. The patient had been experiencing shortness of breath over the past few months. Prior to the procedure, an x-ray revealed that the capped right atrial (ra) lead had dislodged. The physician decided to upgrade the single chamber pacer to a dual chamber system and reimplant the right atrial (ra) lead. The ra lead had been capped on (B)(6) 2008, when the device was downgraded to a single chamber pacer. On (B)(6) 2024, the new ra lead was replaced, and the device was upgraded to a dual chamber system. The patient remained in stable condition.

Manufacturer narrative:
Further information was requested but not received. UDI not available as product was manufactured on or before 23 sep 2014.